Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had his single spectra cylinder replaced with an inflatable penile prosthesis due to patient dissatisfaction. No patient complications were reported in relation to this event.